Event description:
It was reported that a homechoice device experienced an unknown alarm during peritoneal dialysis therapy. There was patient involvement, but no patient injury or medical intervention was reported to be in association with this event. Additional information was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.